Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a corrupted backup thumb drive. A field service engineer (fse) confirmed that the station was backed up and working. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had a black screen and was not powered on. The customer attempted to unplug and reconnect the cables and restarted the device, but issue persisted. However, there were no delays in patient care, and no adverse events or injuries were reported in relation to this incident.